Event description:
It was reported that the needle pierced the catheter. Injuries or adverse event: no. "Patient complained of pain when rn was starting patient IV. Rn removed IV and found that the needle was sticking out of the side of the catheter instead of out of the end.".

Manufacturer narrative:
G.4. K201075; k251654.

Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle through catheter with lot 5329175 regarding item #381423. Device history record for batch number 5329175 has been reviewed. No related quality issues or process deviations were found during the manufacture of the subassembly lots and packaging line. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.